Event description:
Customer reported receiving constant inaccurate readings from the sensor. Customer stated that the sensors were returning low readings when her blood glucose level was not actually low. Customer reported receiving sensor errors and calibration errors. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.